Manufacturer narrative:
The investigation has been completed. The root cause could not be conclusively determined. Probable cause that could have led to the reported event include failure of the bi board due to normal age-related deterioration as the device age is greater than 5 years.

Manufacturer narrative:
The device was returned to olympus for evaluation. During the evaluation, minor discoloration on the back vents of the housing was found. The reported issue was confirmed due to a faulty circuit printed board indicator (bi). No other issues were found during the device inspection. If additional information is provided a supplemental report will be filed.

Event description:
A user facility reported a no image display while using a liquid crystal display (lcd) monitor. No patient harm or injuries were reported. No additional information has been obtained.